Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken shell assessed, as to unidentified (tear) opening (shell thickness within specification). Additional observations: brown particles in the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.